Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with device that was post-paced t-wave oversensing. Programming changes were made. Device remains implanted. The patient will continue to be monitored.